Event description:
It was reported that the patient presented for a generator exchange procedure. During the procedure, it was noted that the right atrial lead was unable to be removed from the header of the pacemaker. Both pacemaker and the lead were explanted. The patient was stable in condition.

Manufacturer narrative:
The reported event of failure to remove the atrial lead from the pacemaker header was confirmed. Analysis revealed that calcified blood was filling the atrial setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches could not penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew inset a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed. The blood came through holes punched through the septum by the torque wrench at time of implant.